Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was a hypoglycemic seizure which then turned into a cardiac arrest. The patient experienced a seizure and went to the emergency room (ER). The patient left the ER and two day later again experienced a seizure at home and went into cardiac arrest. The patient was admitted to the hospital and immediately intubated and placed on a ventilator. Seven days later, the patient was removed from the ventilator and died shortly thereafter. The patient was not connected to the homechoice (hc) at the time of the seizure or death. It is unknown if the patient continued performing pd while hospitalized and when the pd therapy was last performed. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. Internal and external inspections were performed and the device passed. The pneumatic system was tested and was found to be working to specifications. A short simulated therapy was performed and the device passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported condition. A review of the event history log of the device could not confirm the reported event. A review of the device history and service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.